Manufacturer narrative:
Exact date unknown, event occurred many years ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2158500. Model: sc-2158-50. Serial: (B)(4). Batch: 18008361/18090807.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.